Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture, seroma and folds, and gigantocellular foreign body reaction. Device explanted.

Event description:
Healthcare professional reported, left side rupture, seroma and folds. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma late.

Event description:
Device has been explanted.